Event description:
It was reported that "when the ground pad (dispersive electrode) was removed from the patient's tight, the epidermal layer of skin was removed by the acryllic adhesive border. This caused red/pink areas. It was not an electrosurgical burn.